Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead due to t-wave oversensing (twos). It was noted that several therapies were previously aborted. Reprogramming changes for the rv lead sensing were considered. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334vrg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).